Event description:
The pump was refilled on (B)(6) 2011. The daily dose of baclofen was 1500 mcg to 1800 mcg/day. The pt was "doing fine" until the am of (B)(6) 2011. The pt's husband could "barely wake her". The pt was having respiratory issues. The pt was in a coma-like state. The physician checked the pump programming; it was correct. A medical consultant referral occurred and possible overdose scenarios were discussed.

Manufacturer narrative:
(B)(4).